Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they developed an infection on saturday at the ins area. Patient went in for emergency treatment and cellulitis was around the implant site. Patient also reported that they felt like the implant had moved forward and that is where the infection is and that the infection was seeping. Patient further stated that the ins always moved around since the got it implanted and that the implant has never been steady and had moved from one end of their buttock to the other up and down and down to up. Patient further started that sometimes she could not feel that they had the implant but now the implant was up higher to where it was not even with their hip bone in a very uncomfortable location and so every time they sit they can feel the implant. Patient also mentioned that even with the infection their implant/therapy was still working great for them. For intervention of the infection patient stated that they received a short 15 min IV antibiotics and was sent home with oral antibiotic prescription that they take 4x daily. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the patient had a seroma while out of state and had to go to the ER to have it drained. It was also reported that the stimulator eroded through the pocket with redness and puss noted as well; an out-of-state healthcare provider later removed the device on (B)(6).2018. The issue was noted to be resolved. The patient is scheduled for another implant in december and tyrx will be used at that time. No further patient complications are anticipated or expected as a result of this event.